Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting the lead into the atrial port of the pulse generator was difficult and required the use of silicone oil to fully insert the lead into the header. The pulse generator was implanted successfully.